Manufacturer narrative:
Intuitive surgical inc. (Si) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. Universal surgical manipulator (usm) 4 remained usable. The procedure was completed with the same da vinci system. Isi did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) instrument was analyzed. The usm was tested on an in-house system as passed all the tests. However, the usm was found to have a damaged parallelogram flat flex cable (ffc) upon visual inspection. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able reproduce the reported complaint. However, the fse replaced universal surgical manipulator (usm) 4 as a precaution. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, a single recoverable error 25730 occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi)technical support engineer (tse). Prior to the phone call, the customer pressed the ¿recover fault¿ button to resolve the issue. The tse confirmed a single recoverable error 25730 in the logs pointing to the axes controller, motor (acm) of universal surgical manipulator (usm) 4. After, the customer called back and reported that the error reoccurred on usm 4. The customer power cycled the system to resolve the error this time. Reoccurrence of error 25730 was confirmed upon reviewing the system logs. The tse had the customer move usm 4 for checking, and the error occurred again. The procedure was completing as planned with no reported injury.